Event description:
The customer reported to maquet that a spring arm broke while the surgeon was moving it during a surgery. The cupola was retained by the cables. No injuries were reported. (B)(4). Reference MFR report number: 9710055-2013-00037.